Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. The active exhalation control module only was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the test failure was due to a failure of the proportional valve to close properly.